Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise on the lead. The physician disabled the high voltage therapy and the patient was admitted for observation and lead extraction. The patient refused a new system implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed the event reported in the field. The insulation was abraded from the inside out underneath the shock coil at 5cm and 5.9cm from the distal tip. The etfe insulation of the rv cable was damaged at 5.9cm from the distal tip due to internal abrasion. The insulation between the rv cables and the is-1 distal coil was also damaged in the same area. The insulation anomaly could cause the noise and sensing anomalies reported in the field.